Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket incision site. Symptoms were redness, swelling and fever. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was procedure related.